Event description:
The customer reported to olympus, during preparation for use before a therapeutic laryngoscopy, the subject device had image issues with colored bars and no image. The patient was not under anesthesia. There was no patient harm or injury.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. The olympus service center was unable to confirm the reported issue. The image was flickering because of a faulty component. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been nearly 8 years since the subject device was manufactured. Based on the results of the investigation, it was confirmed that an image flickered due to the broken video connector socket, but could not confirm if this caused the event. The specific root cause of no image displaying could not be determined at this time. Olympus will continue to monitor field performance for this device.